Event description:
The report received from the field indicated that after successful placement of a renal stent, the physician post-dilated the stent with a 142 cm. Aviator plus 7.0 x 20 balloon catheter (bc). After successful post-dilation, the bc became stuck at the distal end of the adroit guiding catheter (gc) used and could not be withdrawn. The physician withdrew both products together. The procedure was completed successfully. There was no reported problem advancing the aviator bc through the adroit gc initially as the device was reported to have gone in smoothly. There was no reported patient injury/consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that after successful placement of a renal stent, the physician post-dilated the stent with a 142 cm. Aviator plus 7.0 x 20 balloon catheter (bc). After successful post-dilation, the bc became stuck at the distal end of the adroit guiding catheter used and could not be withdrawn. The physician withdrew both products together. The procedure was completed successfully. There was no reported problem advancing the aviator bc through the adroit and was reported to have gone in smoothly. There was no reported patient injury/consequence to the patient. No additional information was available despite multiple attempts. (B)(4): one non sterile catheter aviator plus .014 7.0x20 142cm received coiled inside a plastic bag. Balloon was previously inflated. The unit was inserted to an adroit catheter. No damages were noted in the device. The inflation device was attached to the aviator plus and negative pressure was applied. The aviator plus was successfully withdrawn from the guiding catheter with no resistance friction felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿catheter (body/shaft) ¿ resistance/friction-inner lumen¿ and ¿pta system withdrawal difficulty through guide/sheath¿ was not confirmed during analysis since the aviator plus was successfully withdrawn from the adroit guide catheter with no resistance/friction felt . The exact cause of the difficulty experienced by the customer and contributing factors could not be determined. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process; therefore, no corrective action will be taken at this time.